Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition a secondary issue was noted; the test strips were found to have results above range when tested with control solution. Finally, a tertiary issue was noted; when test strips were tested with control solution, an error 5 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.

Manufacturer narrative:
Follow-up # 3 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4)2015, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter displayed an error 5 message. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that the meter issue occurred on (B)(6) 2015 at 01:00pm. The patient does not take any medication to manage his diabetes and continued to follow his usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms however stated that on (B)(6) 2015 at 01:30pm the patient visited an emergency room where he had his blood glucose tested on an ER meter, which gave a result of "over 500mg/dl". During troubleshooting the cca noted that the test strips had not expired and completely drew up the sample. The patient had followed the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported as the patient reported a sign that meets lifescan&#38112;criteria of a serious injury after the alleged meter issue occurred.